Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. A review of the electrograms for the shock episodes found significant rail-to-rail noise. There was a stored untreated episode due to the same railing noise. The sensing vector at the time of the shocks was set to the alternate sensing vector. Technical services advised some testing options. The local representative was able to reproduce the noise during testing. The sensing vector has now been reprogrammed to the primary sensing vector. There were no additional adverse patient effects. The system remains implanted.